Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the patient noticed a skin reaction under the entire sensor patch with itching, burning, rash and redness. He went to a&e (accident and emergency / ER) and was diagnosed with cellulitis. He was treated with oral antibiotic fluoxacillin. At the time of the report three days later a rash was still present. No additional patient or event information is available.